Event description:
Procedure type: low anterior resection / double stapling. According to the rptr: after the anastomosis had been done, the device was removed. The surgeon checked the donut ring, the ring on oral side couldn't be confirmed. The surgeon then used another eea stapler to complete the procedure w/o incident. Operating time was extending by more than 30 mins. Add'l tissue was resected due to the use of another stapling device.

Manufacturer narrative:
(B)(4).